Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer acknowledges the alarm, performs the fill tubing on the pump, the bolus then completed and insulin therapy was resumed. Tandem technical support completed a systems check with the customer and not issues were identified.